Event description:
Same case as MDR ID#: 2134265-2012-06449. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During outside of the body testing of the 1.5mm rotablator rotalink plus burr, the floppy rotawire guide wire fractured at the point of the burr spinning on it. A new guide wire was attempted to be passed through the burr without success, therefore the procedure was successfully completed with the new guide wire and a new burr. No patient complications were reported.

Event description:
It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During outside of the body testing of the 1.5mm rotablator rotalink plus burr, the floppy rotawire guide wire fractured at the point of the burr spinning on it. A new guide wire was attempted to be passed through the burr without success, therefore, the procedure was successfully completed with the new guide wire and a new burr. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After visual inspection before decontamination process, two sections of the device were received. The visual and tactile inspection was performed and the device presents: the device was received fractured at 200.5cm approx. From proximal end. The fractured section was sent to the mtac lab for analysis. As per mtac lab result the failure occurred due to a wear reduction of the cross sectional area followed by a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-06449. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During outside of the body testing of the 1.5mm rotablator rotalink plus burr, the floppy rotawire guide wire fractured at the point of the burr spinning on it. A new guide wire was attempted to be passed through the burr without success, therefore the procedure was successfully completed with the new guide wire and a new burr. No patient complications were reported.